Event description:
It was reported the gamma 3 long nail, broke at junction of lag screw. It was reported pt did not experience any significant trauma to result in implant breaking. Pt apparently felt and heard a snap in his hip while walking. Pt was elderly, tall and underweight approx 6ft and under 80kg. Pt was revised.

Manufacturer narrative:
Additional info has been requested and if received will be supplied on a supplemental report.